Event description:
The surgeon was operating robotically when they requested assisting staff to remove robotic suction irrigator from the 8mm non-disposable robotic trocar to be replaced with another instrument. It was at this time the scrub tech discovered the suction irrigator would not slide out of the trocar. It was stuck. It was observed by the endoscope that the tip and collar of the irrigator at the joint had become dislodged and the instrument was no longer linear. Therefore the instrument could not be removed from the trocar. The entire trocar was removed all at once, robotic suction irrigator while inside the trocar.